Event description:
It was reported that a user experienced sustained high blood glucose readings up to 327 mg/dl to 340 mg/dl after beginning use of a replacement ilet and subsequently discovered missed breakfast announcement and incomplete setup, including not entering weight to enable automated mode; supplies were changed, infusion site was switched with guidance, and the device displayed an ilet setup alert, indicating a user interface interaction during setup. Symptoms included hyperglycemia without reported additional clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure due to failure to follow instructions related to meal announcement and setup steps, with the user interface involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.